Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on an ami(acute myocardial infarction) patient, there was an autofill failure generated. A new iab was used to continue therapy. Mildly tortuous and calcification was noted in the patient vessel. There was no patient injury reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extension tubing was also returned. One kink was found on the catheter tubing approximately 56.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm event in the laboratory setting, a kink in the catheter can cause an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on an ami(acute myocardial infarction) patient, there was an autofill failure generated. A new iab was used to continue therapy. Mildly tortuous and calcification was noted in the patient vessel. There was no patient injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on an ami(acute myocardial infarction) patient, there was an autofill failure generated. A new iab was used to continue therapy. Mildly tortuous and calcification was noted in the patient vessel. There was no patient injury reported.